Event description:
The customer called technical support (ts) reporting that the device displayed a patient occluded message when utilizing high flow therapy (hft). The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No adverse outcome to patient care or therapy nor medical intervention provided nor a delay was noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer to complete v60 performance verification testing to confirm the v60 is operating with specification.

Manufacturer narrative:
Biomed reported testing and running the v60 with no reported problems. The v60 was returned to service. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.